Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. The medical records provided contained no information related to post-op complications associated to the procedure in which davol mesh was used. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: (B)(6) 2003 - the pt was implanted with a bard/davol flat mesh during a vaginal hysterectomy, anterior repair, and urethral sling procedure. The attorney alleges the pt experienced an unspecified adverse outcome associated to the use of the device.